Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. It was also reported that the right atrial (ra) lead exhibited high thresholds and was found to have pulled back. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.